Manufacturer narrative:
Block h6: imdrf device code a020503 captures the reportable event of packaging seal compromised. Block h11: a wallflex colonic stent was not returned for evaluation; therefore, a product analysis could not perform. However, supporting documentation included photographs where it can be observed the packaging damaged. Media analysis confirmed the reported event of packaging seal compromised. However, without proper evaluation of the device there is not enough evidence to determine if the reported event was due to external factors such as transport and storage. These failures could be caused due to environmental factors during the transport or storage of the device, also an incorrect storage of the device, without the proper conditions could have induced the reported defect. Taking all available information into consideration, the most probable cause is cause traced to transport/storage.

Event description:
It was reported to boston scientific corporation that a wallflex colonic stent was to be implanted to the intestinal tract to treat an intestinal obstruction during a placement of intestinal metal stenting procedure performed on (B)(6) 2025. Prior to procedure, it was found that the seal package was damaged during clinical inspection. The procedure was completed using another of the same device. There was no patient complications reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf device code a020503 captures the reportable event of packaging seal compromised.

Event description:
It was reported to boston scientific corporation that a wallflex colonic stent was to be implanted to the intestinal tract to treat an intestinal obstruction during a placement of intestinal metal stenting procedure performed on (B)(6) 2025. Prior to procedure, it was found that the seal package was damaged during clinical inspection. The procedure was completed using another of the same device. There was no patient complications reported as a result of the event.